Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/04/2025, a sales representative reported via email that an ar-1943ps 4.75mm peek dl knotless corkscrew experienced anchor breakage, with the last four threads. The remainder of the anchor body remained in place and held securely when tested. The knotless mechanism converted properly and functioned as intended. The anchor site was prepared using a green punch in the tuberosity, and the patient's bone quality was assessed as average. This issue was discovered during a rotator cuff repair procedure performed on (B)(6) 2025. No patient harm was reported. Additional information has been requested on 09/10/2025. Additional information received on 9/11/2025: the issue occurred while inserting the corkscrew. All broken fragments were removed. The case was completed using another ar-1943ps 4.75mm peek dl knotless corkscrew. The procedure was not delayed, and additional anesthesia was not needed.